Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. "Implanted 12-14 months ago. Opened up with 3.5x8 quantum. Patient responded very well." It was reported that the thrombosis was inside the taxus express2 drug eluting stent. Additional information has been requested but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be return for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.